Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) implantable tachy lead was exhibiting a sharp rise in impedances due to a possible fracture brought on by sub-clavicle crush. The lead was removed and replaced. The right atrial (ra) implantable pacing lead appeared to have been dislodged. It was removed and the atrial port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 6944, implantable tachy lead, implanted: (B)(6) 2011. A d274drg implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.